Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of low and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer treated with juice and glucose tablets. By bedtime, the customer was 304 mg/dl. The wife stated that they have been going through high and lows because of the tornado they had 2 weeks ago. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was unable to finish troubleshooting.